Event description:
It was reported that the broach handle broke during case. No harm to patient. Used second broach handle to handle rest of case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding an impaction pad fracture involving a cutting edge adv rasp handle was reported. The event was confirmed. Method & results: -device evaluation and results: visual analysis confirmed the reported event. A material analysis was not performed because this device fractured in a manner that has already been investigated and corrected through ncr and ecn. -medical records received and evaluation: not performed as no medical records were provided. It is not believed that patient factors contributed to the reported event. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed one similar event for the reported lot. Conclusions: the investigation concluded that the impact pad fracture was caused by a design issue. A design change was released to strengthen the area between the impact pad and handle body. An ncr was issued to address the complaints that were being received after the design change for fracture of rasp handles that were out in the field. The reported device was manufactured prior to the design change.

Event description:
It was reported that the broach handle broke during case. No harm to patient. Used second broach handle to handle rest of case.